Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a pump mechanical issue as there was fluid loss from breakage of the tubing. A new artificial urinary sphincter was implanted. No patient complications were reported.